Manufacturer narrative:
(B)(4). Device evaluation: result - the customer returned (2) bd 1/2ml, 13mm, 29g safetyglide insulin syringes (1 in an open blister pack, 1 in a sealed blister pack) from lot # 6081901. The syringe in the open blister pack was returned without the shield and with the safety mechanism fully and properly activated without any observed defects. The syringe in the sealed blister pack was tested and was able to fully and properly activate without any observed defects. A review of the device history record was completed and no abnormalities were found in the manufacture of the reported lot. This device was packaged between 05/04/2016 and 05/06/2016. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. An absolute cause for this incident cannot be determined.

Event description:
It was reported that the safety cover of the suspect device did not slide easily, resulting in a needle stick injury.